Event description:
Additional information was received that the recapture was performed due to the valve depth was thought to be too deep 8-8mm but difficult to determined due to contrast washout. No difficulty recapturing the valve was noted. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: d-evolutfx-2329, lot #: 0011936542, ubd: 2025-aug-31, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with an existing medtronic surgical aortic valve with severe aortic insufficiency (ai), difficulty to visualize the valve with contrast due to ai and the pigtail catheter not staying in place were noted. Two deployment attempts and two recaptures were performed; however, the third deployment was successful. The implant depth appeared adequate at 3mm on the non-coronary cusp and 3mm on the left coronary cusp and the valve was deployed without issue. Subsequently, the patient was hypotensive post release with the blood pressure (bp) in the 50¿s systolic. Vasoactive drugs were administered, and the bp would increase but only temporary. Multiple contrast images performed to visualize the coronary arteries. The implanting physicians noted that the left main (lm) artery was compromised so attempted to get guide catheter into the lm artery but struggled to get through the valve frame. A decision was made to place the patient on venoarterial extracorporeal membrane oxygenation (ECMO). The patient ended up with cardiac arrest; cardiopulmonary resuscitation was performed, and the patient was intubated. The implanting team continued to try to get into the lm artery and eventually was successful. It was noted that the lm artery was stented to prevent the medtronic surgical valve leaflet from obstructing. Multiple post-dilations of stent in the lm artery were performed and adequate blood flow to the lm artery was noted. The patient was awake at the end of the procedure and following commands. The patient was transferred to the intensive care unit in stable condition while on ECMO and planned to be weaned off vasoactive intravenous infusions. Four days post-implant, the patient remained stable and most of the drugs were weaned off. The patient was planned to be weaned of ECMO one or two days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: d-evolutfx-2329. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.